Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial, that the index procedure was in 2008, to treat a lesion in the svg, which was predilatated prior to stenting with a xience v stent. The xience v stent was placed to treat restenosis of the svg occurring from a previously performed CABG procedure. No procedural complications were noted. While doing 6 month phone calls, it was noted the pt's obituary was listed in the newspaper. The funeral home was contacted and was informed that the pt was found, in his personal vehicle, and had been deceased for 5 days. An autopsy was performed and the cause of death listed as "ascvd" atherosclerotic coronary disease. No additional event or pt info is available.